Event description:
Pt was revised to address osteolysis and poly wear.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approx 13-1/2 years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.